Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, when t1 of the fast-fix was deployed, it seems the rod that pushes the t1 implant forward, detached from the gray collar when pulling it back to deploy the t2 implant. The t2 implant could not be deployed, the implant was only half deployed so needed to remove the undeployed section of the implant. It was removed as best as possible with a shaver blade and grasper. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.